Manufacturer narrative:
Correction: b.2.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy incurred a leak on (B)(6) 2023 when the connection between the extension set and the patient¿s pd catheter became loose while the patient was sleeping. In additional follow-up with the patient¿s pd nurse, the event was confirmed. The patient had the transfer set replaced in the pd clinic and the old set was discarded (lot # unavailable). Furthermore, it was discovered that on (B)(6) 2023, the patient was noted to have cloudy pd effluent during a routine pd clinic appointment. As a result, the patient had a pd culture obtained which grew streptococcus canis and coagulase negative staphylococcus. The patient was initiated on antibiotic therapy with daily ceftazidime and vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the peritonitis event and continues pd therapy with the same cycler and new transfer set without any further issues. The nurse stated it is unknown what caused the loose connection between the fresenius transfer set and the pd catheter (not a fresenius product). However, the nurse indicated that it was highly suspected it was related to a patient issue. Nonetheless, it was reported that the patient¿s peritonitis was likely attributed to the breach in sterile pd pathway due to the reported fluid leak.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) therapy incurred a leak on (B)(6) 2023 when the connection between the extension set and the patient¿s pd catheter became loose while the patient was sleeping. In additional follow-up with the patient¿s pd nurse, the event was confirmed. The patient had the transfer set replaced in the pd clinic and the old set was discarded (lot # unavailable). Furthermore, it was discovered that on (B)(6) 2023, the patient was noted to have cloudy pd effluent during a routine pd clinic appointment. As a result, the patient had a pd culture obtained which grew streptococcus canis and coagulase negative staphylococcus. The patient was initiated on antibiotic therapy with daily ceftazidime and vancomycin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is recovering from the peritonitis event and continues pd therapy with the same cycler and new transfer set without any further issues. The nurse stated it is unknown what caused the loose connection between the fresenius transfer set and the pd catheter (not a fresenius product). However, the nurse indicated that it was highly suspected it was related to a patient issue. Nonetheless, it was reported that the patient¿s peritonitis was likely attributed to the breach in sterile pd pathway due to the reported fluid leak.